Manufacturer narrative:
(B)(4).

Event description:
It was reported the reporter had heard of yellow fluid being drawn out of a pump ¿one or two times before¿. Refer to manufacturer report # 3007566237-2013-01212.